Event description:
As reported by the user facility: reports leaking near injection port. Attaching the ext. Set to a primary line. Reports the set is not leaking while priming the line, the set begins to leak once attached to patient and the infusion is started. Reporter unsure what type of pump is being used. Administering chemo drug doxorubicin, no injury reported. Additional information provided by the facility indicated no one suffered any adverse sequela associated with these incidents. He also reported he does not believe the sets were used with a pump.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. One used filtered extension set attached to a primary set was returned for evaluation. The sample was pressure tested and was noted to leak at the tubing insertion area into the y-connector assembly. Upon a microscopic visual inspection at 10x assembly magnification a void was noted in the solvent bonded joint between the y-connector assembly and the tubing. It appears to be related to insufficient solvent application applied at the joint. The o.d. Of the tubing was measured and found to be within specification. The tubing was noted to be inserted all the way into the y-connector assembly. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage all subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test.